Event description:
It was reported that the modular cable was exchanged. The modular cable had damaged insulation. However, no malfunction was reported. There were no patient symptoms related to the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the modular cable being exchanged due to a damaged insulation was confirmed via visual analysis of the returned modular cable. The heartmate 3 vad modular cable (lot number 7102955) was returned to abbott with rescue tape covering the polyurethane jacket approximately 2.5 inches from the controller connector. The modular cable was functionally tested and passed all steps without issue. Additionally, the modular cable was connected to a mock loop and operated for an extended period of time without issue. The tape was removed to reveal a cut/tear in the cable jacket which did not affect the underlying wires or the functionality of the cable. The cable was dissected to reveal that the underlying wires were in unremarkable physical condition. The modular cable operated as intended, despite the damage tot he jacket. Provided information stated that there were no pictures provided by the customer that would display damage to the cable, and there was nothing contrary that was reported so it was assumed that the lvas was operating as intended. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7102955) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii patient handbook (rev. G) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook (rev. G) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook (rev. G) and the instructions for use (rev. G) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.